Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switches to move in and out from the upper and lower door latches. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies, which contain the failed screws, were replaced.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.